Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the reservoir leaked inside the insulin pump. They dried the insulin pump and removed the battery for the night. However, the insulin pump was damaged and the buttons were not working. The customer¿s blood glucose during the incident was unknown. The reservoir will not be returned for analysis.